Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer insulation had a cosmetic depression and there was blood in/on the helix mechanism.

Event description:
It was reported the patient received an inappropriate shock from the right ventricular (rv) lead. Interrogation showed the shock was due to a supraventricular tachycardia episode which was not discriminated against due to the right atrial (ra) lead undersensing. The ra lead dislodged and was in the subclavian vein and the lead had no capture or sensing. The rv lead remains in use and the ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.